Event description:
It was reported the lead, extension, and implantable neurostimulator (ins) were removed at an unknown date and will be replaced due to infection. Patient symptom included redness. The lead will be replaced on (B)(6) 2013 and the extension and battery on (B)(6) 2013. The patient¿s status at the time of this report was ¿alive - no injury/no adverse event.¿ additional information received reported the diagnosis of infection was on (B)(6) 2013 and the primary location of infection was the device pocket and lead track. It was noted, the patient symptoms were redness, swelling, drainage, and incisional wound opening. It was reported that the patient did not have meningitis. It was noted perioperative antibiotics were administered along with IV and oral antibiotics. It was further noted a culture from the device pocket was taken. It was reported that a type of (B)(6) organism was cultured. It was unclear which type was cultured. It was noted, the infection was resolved. See MFR. Report #3007566237-2013-01955 for the patient's other device. It was unclear if one or both devices were explanted due to infection.

Manufacturer narrative:
Product ID 37603 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID 3387s-40 lot# va00848, implanted: 2012 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3387s-40 lot# va00848, implanted: 2012 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 37642 lot# serial# (B)(4), product type programmer, patient product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3387s-40 lot# va00848, implanted: 2012 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3387s-40 lot# va00848, implanted: 2012 (B)(6), product type lead. (B)(4).